Event description:
Boston scientific received information that this pacemaker and right ventricular (rv) lead exhibited noise and intermittent loss of capture. An invasive procedure was performed. The rv lead was surgically abandoned and replaced. The device was replaced as well. Additional information was requested but the field representative was unable to provide any further information. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.